Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It initially was reported that "the cutting wire broke at the distal end during a sphincterotomy (no loss of material). No electric current made, sphincter of oddy not cut, worsening of the bile duct." There was no reportable information at this time. An image was received on (B)(6)2022 that shows the cutting wire anchor disconnected at the patient end of the device. [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, even though "worsening of the bile duct" was mentioned, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. It initially was reported that "the cutting wire broke at the distal end during a sphincterotomy (no loss of material). No electric current made, sphincter of oddy not cut, worsening of the bile duct." There was no reportable information at this time. An image was received on 4/15/2022 that shows the cutting wire anchor disconnected at the patient end of the device. [Subject of report] clarification on the "worsening of the bile duct" was received. This means that there was poor current and it was impossible to cut the sphincter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665 investigation evaluation: the product said to be involved was returned in a small plastic biohazard bag with an open pouch from the lot number provided in the report. The label matches the product returned. A picture was provided and reviewed. The picture shows the distal end of the device, and the anchor has separated from the distal tip of the catheter. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring 3 mm and a shorter section measuring 2 mm therefore no part of the device is missing. The cutting wire also exhibits slight evidence of a cautery application (blackening of the cutting wire was noted). An unknown yellow substance was also observed in the distal end of the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.